Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: block b3, b5, and d4 was updated based on the additional information received on september 14, 2022. Block h6: device code a180301 captures the reportable event of unable to clean adequately.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-ended brush was used during scope cleaning performed on an unknown date. A borescope was passed from the patient end of the scope to the handle to visualize the brush. It was reported that the hedgehog brush had missed an internal ledge within the working channel and suction channel of the scope. There was no patient involvement with this event. Additional information received on september 14, 2022: the event date was (B)(6) 2022.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-ended brush was used during scope cleaning performed on an unknown date. A borescope was passed from the patient end of the scope to the handle to visualize the brush. It was reported that the hedgehog brush had missed an internal ledge within the working channel and suction channel of the scope. There was no patient involvement with this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).